Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The initial result was 0.633 miu/ml. This result was reported outside of the laboratory where the doctor thought the result was not consistent with the patient¿s clinical condition. The repeat result was 945.00 miu/ml. The sample was repeated again with a result of 913.4 miu/ml with a data flag. The result of 945.00 miu/ml was reported outside of the laboratory. The hcg+ss reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The initial result was (B)(6) miu/ml. This result was reported outside of the laboratory where the doctor thought the result was not consistent with the patient¿s clinical condition. The repeat result was(B)(6) miu/ml. The sample was repeated again with a result of 913.4 miu/ml with a data flag. The result of (B)(6) miu/ml was reported outside of the laboratory. The hcg+ss reagent lot number and expiration date were not provided.

Manufacturer narrative:
Service checked the instrument but did not identify any issues. Preventive and customer maintenance was performed on schedule. It was found that the customer used 13mm sample tubes with no rack adapter. Product labeling states: "not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. Always use roche rack cup adapters with 13 mm tubes." The investigation did not identify a product problem.